Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be submitted.

Event description:
Lot# 1451428 on feb 9th that the sheath around the actual biopsy needle detached from itself.